Event description:
Event description boston scientific crm received information that this pacer-dependent patient had a single-chamber 1194 pacemaker implanted with a chronic non-guidant lead. Due to anomalous anatomy, the lead had been placed in the atrium. Following the implant procedure, the patient passed out while leaving the clinic. Non-capture was noted with pacing amplitudes programmed to 2.0v, and thresholds greater than 2.0v. There was also a decrease in impedances. Technical services confirmed this device was not part of any advisory, and stated there is no known issue with this device model not delivering the programmed voltage. In a revision, the lead was surgically abandoned, the pacemaker was removed and upgraded to a dual-chamber device, and an atrial and epicardial ventricular lead were implanted. No additional adverse patient effects were reported.